Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp high flow rate extension set was cracked resulting in a leak. This was observed during priming of the tubing with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation without luer lock cap and male luer vented cap. A visual inspection was performed, and two partial cuts were observed in the tubing. It was also observed that there were excessive solvent marks in between the connection of the male luer lock adapter and the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.